Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preventive maintenance, emptying and filling the tank with cleaning product. Because pump hours were <800 h. But during the intervention on the arctic sun device, they noticed that it was not necessary to change the pumps because the duration was less than 1000h. So, they made a meat and a filling of the tank, then carried out the temperature tests and checked that the flow was correct. Once this was achieved, they started the calibration and after 10 min out in the 12 min indicated the device was misled 05. So, they tried several times by disconnecting and putting back the calibration tool and always the same error. They had a team interview to try to solve the problem and the device returned to workshop. Pressure problem they have was -1.8 instead of 0 without the fluid delivery line (fdl).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed pressure transducer. The device underwent functional evaluation upon receipt. There was a ctu calibration error 5 (pressure problem). The pressure transducer was replaced. The temperature cable was damaged (no false temperature reading, but when you move it, connection problems). The temp in cable was replaced. After repair, the device underwent functional evaluation and passed applicable testing. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during preventive maintenance, emptying and filling the tank with cleaning product. Because pump hours were <800 h. But during the intervention on the arctic sun device, they noticed that it was not necessary to change the pumps because the duration was less than 1000h. So, they made a meat and a filling of the tank, then carried out the temperature tests and checked that the flow was correct. Once this was achieved, they started the calibration and after 10 min out in the 12 min indicated the device was misled 05. So, they tried several times by disconnecting and putting back the calibration tool and always the same error. They had a team interview to try to solve the problem and the device returned to workshop. Pressure problem they have was -1.8 instead of 0 without the fluid delivery line (fdl).